Event description:
Patient states physician confirmed a granuloma - via MRI. Pump was filled with saline. Additional information concerning event resolution and patient outcome will be provided when received.